Manufacturer narrative:
Section a2, a3b, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown/not provided, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was implanted with zma00 model intraocular lenses (iols) bilaterally on (B)(6) 2009 and a clouding of the lenses has now been detected. There is a plan to explant the lenses. Patient had a further surgery on the left eye (os) on (B)(6) 2018 to treat macular degeneration. Through follow ups we learned that the patient had yag capsulotomy bilaterally in (B)(6) 2019 and was satisfied with her vision on both sides. The patient returned to their doctor in (B)(6) 2021 with vision problems that have worsened every year. The clouding of the iols was detected on (B)(6) 2024. No further details were provided. This report captures the lens implanted in the right eye (od). A separate report will be submitted for the lens implanted in the os.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: the intraocular lens (iol) was not returned for evaluation as it remains implanted. However, photographs were provided by the customer for evaluation. In one of the photographs, a haziness in the center of the lens was observed; however, it is not possible to fully determine the exact location of the haziness (whether it is on, in or behind the lens). In the remaining photographs, the reported issue could not be observed. The clinical impact and the potential root cause of the reported issue cannot be determined from a picture assessment. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.